Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section d6a: if implanted, give date: the lens were not implanted. Section d6b: if explanted, give date: not applicable, as the lens were not implanted. Section e1: title, email address, state, zip code, telephone number: unknown, information not provided. Device evaluation: the product was not returned for evaluation. Therefore, testing of the device was not possible. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that prior to surgery, iol optic was found to have a scratch. Iol was not used. Iol was not available for return for investigation. No further information available.